Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17390929m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase with the thermocool smarttouch uni-directional catheter, after the rvot voltage map was created, the patient complained of pain (experienced during pace mapping) and became hypotensive. Tamponade was confirmed via echocardiogram. Pericardiocentesis yielded an unknown amount of fluid. Remainder of procedure was aborted. There is no information regarding extended hospitalization. The patient was fully recovered. There were no factors cited that may have contributed to the adverse event. The physician's opinion regarding the cause of the adverse event is that it was procedure-related. There is no information regarding transseptal puncture, sheath, generator settings (as no ablation was performed), irrigated catheter flow setting, or anticoagulation. There is no information regarding spi value, catheter proximity, or carto indicating to re-zero the catheter. Thermocool smarttouch uni-directional catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit (piu). There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.